Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 20 mg/dl. Customer's other blood glucose value 220 mg/dl. The customer was treated with food and glucose tablets. Customer alleging possible pump over delivery. The insulin pump was expected and reservoir not expected to be returned for analysis.